Manufacturer narrative:
Upon receipt of this complaint on (B)(6) 2011, x-cel informed the customer to return the contact lens alleged to be defective. Upon receipt of the subject lens on (B)(4) 2011, it was inspected with a 20x microscope and higher magnification with a tool maker's microscope to look at the lens surface. A small foreign body was noted in the central portion of the lens that appeared to be on the anterior surface. No penetration was detected on the posterior surface. The object was brown in color and small, possibly 0.03 mm or smaller. An area of discoloration around the foreign body was noted, extending to about 0.1 mm. X-cel was unable to further characterize the foreign body. In addition to the aforementioned evaluation, product complaints logged in and around the date of this complaint and spanning several sterilization lots were evaluated. Product returns for all of 2010 were also evaluated to survey for similar complaints of the same lot as the subject lens. During this legacy document evaluation, no other instances of foreign bodies or related pt complaints were noted.

Event description:
X-cel was contacted by a practitioner on (B)(6) 2011 whereby it was reported that pt (B)(6) came into the office of the practitioner to report that an x-cel contact lens had caused discomfort in one of her eyes. Pt reported noticing immediate discomfort after first inserting the lens, but pt nonetheless continued wearing the lens for an unspecified duration. The practitioner checked the cornea and concluded that the lens had scratched the surface and affected 25% of the cornea. The practitioner said he feels something sharp and thinks it's a piece of metal. The practitioner treated the pt with eye drops. On (B)(6) 2011, x-cel contacts confirmed that the pt had healed and was again wearing contact lenses.